Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using an flexnav delivery system. The perimeter of the native aortic valve was 74mm. The patient had a pre-procedure gradient of 90mmhg with strong calcification. The patient did not have a horizontal aorta. The patient was on general anesthesia. At the beginning of the deployment, the depth was -4 mm at 80% deployment. The depth at full deployment was -3/-4 mm. On final deployment, there was very high tension on the catheter due to calcified and sinuous iliac artery and aorta. When removing the catheter, the valve was migrated up a few millimeters in the leaflet caused by the removal of the nosecone, which lead to an aortic leak. The final implant depth was +2/+3mm in the aortic leaflets. The valve was not snared. The valve did not block a coronary artery. A new 27mm navitor valve was implanted using a flexnav delivery system, and it was placed lower in the left ventricular outflow tract (lvot), relying on the first valve. There was no leak reported. The patient remained stable throughout the procedure.

Manufacturer narrative:
An event of difficulty removing the delivery system and migration of a valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that during the removal there was very high tension on the catheter due to calcified and sinuous iliac artery and aorta. Aortic leak was noted caused by the removal of the nosecone. The valve did not block a coronary artery. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using an flexnav delivery system. The perimeter of the native aortic valve was 74mm. The patient had a pre-procedure gradient of 90mmhg with strong calcification. The patient did not have a horizontal aorta. The patient was on general anesthesia. A pre-balloon aortic valvuloplasty (pre-bav) was performed by a 23mm balloon, it allowed the opening of the leaflets in order to advance the flexnav. At the beginning of the deployment, the depth was -4 mm at 80% deployment. The depth at full deployment was -3/-4 mm. On final deployment, there was very high tension on the catheter due to calcified and sinuous iliac artery and aorta. When removing the catheter, the valve was migrated up a few millimeters in the leaflet caused by the removal of the nosecone, which lead to an aortic leak. The final implant depth was +2/+3mm in the aortic leaflets. The valve was not snared. The valve did not block a coronary artery. A new 27mm navitor valve was implanted using a flexnav delivery system, and it was placed lower in the left ventricular outflow tract (lvot), relying on the first valve. There was no leak reported. The patient remained stable throughout the procedure.